Manufacturer narrative:
H11: manufacturing review: DHR/bhr review was not requested as the reported lot number is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows a maxcore needle, an unknown foreign material was noted on the needle. Based on the photo, device contamination with chemical or other material was identified and the reported insufficient information cannot be confirmed. Therefore, the investigation is inconclusive for the reported limited information as the no objective evidence was provided for review. The investigation is identified and confirmed for the device contamination with chemical or other material as unknown foreign material was noted on the needle. A definitive root cause for the reported limited information and identified device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the maxcore device. During the procedure, it was identified that the device was defective. There was no reported patient injury.